Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level is 200 mg/dl. Troubleshooting was performed and the issuer was resolved by completing a set change. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.